Event description:
While using a byte night aligners, patient reported their aligners rubbing and cutting their tongue. They have filed the area but still cuts their tongue and is very painful. Provided information and advised not to modify aligners and to file aligners a bit more and use hh tips and provide an update.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.